Event description:
A patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using the navarre opti drain catheter. Post the procedure on (B)(6) 2026, it was reported that the drainage catheter connector fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The first photos show the partial view of catheter with attached hub. The hub was noted to be crack. The second photo shows the partial view of hub and hub was noted to cracked. Therefore, the investigation is confirmed for the reported catheter connector fracture issue for both the devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.